Event description:
It was reported that a pt allegedly received a radiation burn following a fluoroscopy procedure. The rectangular shaped burn was reportedly on the pt's back and was described as not severe, transient erythema, epilation. The physicist reviewed the pt's record and noted that there had been three procedures in 3 months, and that one procedure was prolonged at 116.9 min of fluoroscopy. The burn was treated with cream and the pt is being monitored by the performing clinician. There was no reported device malfunction. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.